Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was reported to be larger than 5 cm in diameter and six days post implant the aneurysm was 6 cm in diameter and one month post implant the aneurysm was 5.3 cm in diameter. It was reported that the bifurcated stent graft was inserted via the left access vessel. The distal diameter of the right iliac artery measured 16mm in diameter at implant. The distal diameter of the left iliac artery measured 13mm in diameter at implant. The diameter of the right and left femoral arteries (access vessels) measured 9.5mm and 9mm in diameter respectively. It was reported in the crf that there was a technical observation; the left internal iliac artery was unintentionally covered. The investigator indicated that this was a successful procedure. No clinical sequelae were reported.

Event description:
It was reported that a stent graft occlusion was noted. The patient had a secondary intervention and the event resolved. Investigator assessment states that the event is related to the study device; however, it is not related to the study procedure. The patient has been hospitalized in another hospital and city for sub-acute ischemia. Apparently, the left limb of stent graft was occluded. A fem-fem crossover bypass (from right to left) has been performed to restore blood flow in left leg from the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), (unknown cause of event). Evaluation, conclusion: (unknown cause of event).

Manufacturer narrative:
(B)(4).